Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited leakage from the second duct line due to failure of the electro pneumatic proportional valve and pressure tube valve is cracked. There was no patient involvement.

Manufacturer narrative:
Initial report was sent in error as there was no actual malfunction reported by customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: b3, b5, d5, d10, e1, e3, g2, h6. In addition, the following reportable malfunctions were identified during the device evaluation: leakage from the second duct line due to failure of the electro pneumatic proportional valve and pressure tube valve is cracked. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit experienced a panel malfunction. There were no reports of patient involvement.